Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the above information it is not possible to conclude the exact root cause for this event. It is however considered most likely that the advancement difficulties in "severe curved anatomy" caused difficulties in advancing the introducer system. No evidence to suggest that product was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: at an urgent tevar with performing a bypass of the left subclavian artery for ruptured taa, the user placed a mainbody with using pull-through technique due to strongly curved aorta arch. No endoleak was confirmed but he attempted to place a zenith tx2 taa endovascular graft proximal extension in case. However, the delivery system would not pass the outer curvature of the aorta arch. The procedure was completed without placing an extension. Patient outcome: the patient did not experience any adverse effects due to this occurrence.